Manufacturer narrative:
Correction made to b5: it was reported that there was a separation between the twist clamp (previously submitted as female connector) and main body of the minicap transfer set. Additional information was added to h3, h6, and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A2: age at time of event: 55 (units not specified). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.